Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that approximately ten months post-implant of the lvad, the pt had been having issues with the pump. The pump had reportedly stopped due to suspected thrombus in the device; however, the pt had declined further medical intervention and was discharged to hospice care and ultimately expired. According to info provided by the vad coordinator, this outcome was expected by the hosp given the pt's clinical and anticoagulation condition.

Manufacturer narrative:
The explanted lvad was disposed of by the hosp. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.